Event description:
It was reported the pt had lost stimulation, and the physician had x-rays taken. Diagnostics identified the pt had multiple contacts with invalid impedances. Reprogramming was able to provide effective back and leg coverage. It was reported the pt was an active individual, and had requested for the scs system to be removed. The physician planned to explant the system at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.